Event description:
Caller reported experiencing an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the trusteel infusion set and cartridge, then resuming insulin. No additional assistance was deemed necessary, and the case was closed by cts.